Event description:
It was reported that a revision surgery was performed as result of an unknown malfunction of smith and nephew device.

Manufacturer narrative:
Corrected event description.

Manufacturer narrative:
Additional information was received from reporter stating that a revision surgery was not performed. Additional information received by the customer has identified that this event should be re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.

Event description:
It was reported that during a procedure, the device had an unknown failure and a revision surgery was performed. It is unknown if there was a delay and back-up device available, and if there was any injury to the patient.